Event description:
Subject ID: (B)(6) / clinical study ID: advent pas pf101. It was reported that patient experienced vision change and hemolysis post procedure and the patient was hospitalized. A CT scan as diagnostic imaging and laboratory testing were performed. The blood work showed elevated ldh and low haptoglobin. A stroke was ruled out so the patient was diagnosed with ocular migranes. The patient fully recovered from hemolysis within three days and the patient was discharged. The visual disturbances have resolved but the patient is still experiencing ocular migraines. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced vision change and hemolysis post procedure and the patient was hospitalized. A computed tomography (CT) scan was performed with no acute findings. Blood work indicated elevated lactate dehydrogenase (ldh) and low haptoglobin. Neurology consultation ruled out a stroke, leading to a diagnosis of ocular migraines, which resolved without any medical intervention approximately ten days post procedure. The patient fully recovered from hemolysis within three days, and the patient was discharged. The visual disturbances also resolved without intervention. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the during the initial pfa procedure, the patient's left atrium made it anatomically challenging to avoid ablating in the posterior wall (pw). Additionally, the physician elected to ablate the pw upon identifying an area of low-voltage tissue during mapping. Ablating in areas outside of pulmonary veins with farawave catheter is considered off-label use.

Manufacturer narrative:
Additional information: b5: describe event or problem. Added h6: device code: a2304: off-lable use. Added h6: evaluation result code: c19: operational problem identified. The device was not returned and was not received at boston scientific (bsc) for investigation. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the visual disturbances and hemolysis were related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. Furthermore, off-label use of the farawave catheter was confirmed based on the reported information as the IFU only indicates the device for use for pulmonary vein isolation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6). It was reported that patient experienced vision change and hemolysis post procedure and the patient was hospitalized. A CT scan as diagnostic imaging and laboratory testing were performed. The blood work showed elevated ldh and low haptoglobin. A stroke was ruled out so the patient was diagnosed with ocular migranes. The patient fully recovered from hemolysis within three days and the patient was discharged. The visual disturbances have resolved but the patient is still experiencing ocular migraines. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient underwent CT imaging was performed with no acute findings. A neuro consult ruled out a stroke. The patient's ocular migraines resolved approximately ten days after the procedure.